Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The sample was visually examined and was confirmed for a hole in the overwrap.

Event description:
It was reported that prior to use on (B)(6) 2014, a box was opened, a part of a needle was out from the package. It was unknown whether the package was the paper folder or the outer package. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.